Event description:
Complaint reported as: needle came off of suture during use and was retrieved at the time if fell off. Patient condition is fine.

Manufacturer narrative:
The DHR review showed no issues or discrepancies were found which could be potentially relate to this complaint. No rejection reports were originated for this lot#. DHR shows the product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Tensile strength test cards were reviewed and there is no indication of functional failures. (B)(4). No inventory of this lot# is available at the distribution center for further investigation. Customer complaint cannot be confirmed due to lack of product sample. No corrective actions taken.